Manufacturer narrative:
Technician recommended that the account replace the head hi/low down valve. No further information on the repair is available at this time.

Event description:
Account stated that the head hi/low will drift down overnight intermittently. No patient impact.